Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be due to "inadequate material selection - materials of construction are not biocompatible or material surface is rough, abrasive or uncomfortable". The lot number was unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "warnings: ¿ to avoid potential skin injury, never push or pull the purewicktm female external catheter against the skin during placement or removal. ¿ never insert the purewicktm female external catheter into vagina, anal canal, or other body cavities. ¿ discontinue use if an allergic reaction occurs. Precautions: ¿ not recommended for patients who are: agitated, combative, or uncooperative and might remove the purewicktm female external catheter. Having frequent episodes of bowel incontinence without a fecal management system in place. Experiencing skin irritation or breakdown at the site experiencing moderate/heavy menstruation and cannot use a tampon ¿ always assess skin for compromise and perform perineal care prior to placement of a new purewicktm female external catheter. Recommendations: ¿ perform each step with clean technique. In the home setting, wash hands thoroughly before device placement. ¿ assess device placement and patient¿s skin at least every 2 hours. ¿ replace the purewicktm female external catheter every 8-12 hours or when soiled with feces or blood. ¿ change suction tubing per hospital protocol or at least every thirty (30) days." H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the device was not returned.

Event description:
It was reported that using the purewick female external catheters caused the patient bedsore. Caregiver said that patient was currently on medications. Per follow up via phone on 18jul2023, it was reported that the patient got a bedsore from using the device. Customer stated that the patient was completely bedridden and used prescribed medication that they already had from previous bedsores. Customer stated that they were not using the device at the moment, but plan to use it again in the future.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that using the purewick female external catheters caused the patient bedsore. Caregiver said that patient was currently on medications. Per follow up via phone on 18jul2023, it was reported that the patient got a bedsore from using the device. Customer stated that the patient was completely bedridden and used prescribed medication that they already had from previous bedsores. Customer stated that they were not using the device at the moment, but plan to use it again in the future.